Event description:
Pt had very small vessels. During the inflation of the ipsilateral iliac leg graft, to perform an angioplasty on the vessel, the left common iliac artery ruptured. Blood pressure dropped extremely fast but was stabilized. Procedure was continued. Angiogram performed of the zenith device placement noted a distal endoleak, but the origin of the endoleak was not clearly identified. Initial thought was that the endoleak was on the right side. A leg graft was deployed in the distal portion of the contralateral leg graft, telescoped up inside of the graft to resolve the endoleak and maintain patency of the internal iliac artery. With the placement of the leg graft the pt's blood pressure dropped again, and it was realized that the distal endoleak was originating from the vessel rupture on the pt's left side and not from the right common iliac artery. An iliac leg graft was deployed distal to the ipsilateral leg graft, sealing off the endoleak. During the final angiogram a slight "wisp" of a leak was noted and thought would resolve itself. Pt's blood pressure remained stable after deployment of the second ipsilateral leg graft.